Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found several stent struts at the distal end of the stent that were lifted and pulled distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. There were no issues with the shaft polymer and hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-jun-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 28mm in length target lesion was located in the mildly tortuous, moderately calcified, and 2.75mm in diameter proximal left anterior descending artery. Following pre-dilatation with a 2.25x12 balloon catheter, a 2.75x32mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damaged.